Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels, motor error alarm, drive support cap anomaly and keypad anomaly. Customer¿s blood glucose level was 47 mg/dl at the time of the incident. Customer treated their low blood glucose levels via food. Customer declined to troubleshoot for low blood glucose. Troubleshooting for motor error, keypad anomaly and drive support cap was performed. Customer advised the drive support cap was missing and the issues remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.